Manufacturer narrative:
PMA/510(k) # k160229, cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031, information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-22-ebus-o from lot number c1279549 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the broken part of the needle was returned in a container. A distal break which was lined up against the stylet and all parts are accounted for. The customer complaint is confirmed as needle broken. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for lot numberc1279549 did not reveal any issues which could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: " on the third pass of the needles they bent. The physician had a quantity of 3 needles of the same lot number bend. A fourth needle was used and worked as intended. There was no harm to the patient." Upon evaluation two failure modes were discovered: needle kink/bent and needle broke [3001845648-2017-00210] (B)(4). Per the district manager: "the customer replied that they weren¿t sure when the needle broke, but assumed it was during biopsy. They stated that the needle tip came out of the scope during cleaning. The scope did not pass the leak test and had to be sent out for repair. They also stated there was no patient harm or pieces that needed to be retrieved while inside the patient."